Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Please see attached for the summary of our investigation. (B)(4).

Event description:
It was reported a revision surgery was performed due to patellofemoral locking and pain (lateral pain from iliotibial band). During the revision, the surgeon performed removal of femoral osteophytes, soft tissue debridement and exchange of the polyethylene insert.